Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative interrogated the ipg and recovered the ipg. Therapy was restored.

Manufacturer narrative:
Correction-section e3-occupation: physician should have been selected in the previous report. The event of no ipg communication was reported to abbott. The patient's ipg failed to establish communication with external devices. A manufacturer representative interrogated the ipg and recovered the ipg. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.